Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that prior to use, they noticed the abbott diabetes care (adc) device was "black with rust, dried blood present, seal was broken, not clean as expected." There was no indication that the device was applied and no patient consequences were reported. There was no report of death, serious injury, or mistreatment associated with this event.